Event description:
It was reported that during the procedure of coil embolization of internal iliac artery, after preparation when the coil (subject device) was attempted to insert under appropriate intermitted flush, it prematurely detached unintentionally (without using inzone). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the proximal contact wire was intact. The coil delivery wire was kinked/bent. The main coil appeared to be electrolytically detached. The distal tip was found to be intact. The main coil was intact. Functional test is not required as the reported defect was confirmed during analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that intermittent flush was maintained. It is probable that insufficient flush caused the reported defect. As per the dfu, ¿in order to achieve optimal performance of the target detachable coil system and to reduce the risk of thromboembolic complications, it is critical that a continuous infusion of appropriate flush solution be maintained between a) the femoral sheath and guiding catheter, b) the 2-tip microcatheter and guiding catheters, and c) the 2-tip microcatheter and stryker neurovascular guidewire and delivery wire. Continuous flush also reduces the potential for thrombus formation on, and crystallization of infusate around, the detachment zone of the target detachable coil.¿ based on the investigation results and available information an assignable cause of user error will be assigned to as reported and as analyzed main coil prematurely detached/separated during use and as analyzed coil delivery wire kinked/bent. Issue investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user.

Event description:
It was reported that during the procedure of coil embolization of internal iliac artery, after preparation when the coil (subject device) was attempted to insert under appropriate intermitted flush, it prematurely detached unintentionally (without using inzone). The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.